Event description:
Additional information was received indicated the patient experienced dizziness due to the loss of capture.

Event description:
It was reported that increased capture threshold resulting in loss of capture and decreased in pacing impedance was observed on the right ventricular (rv) lead. The patient experienced bradycardia due to the loss of capture. The physician suspected lead damage, however, no anomaly was observed either visually during revision procedure or via diagnostic imaging. The device was reprogrammed and a revision procedure was performed. The stylet was unable to advance down the lead and due to patient risk from calcification of the pocket and occlusion of the subclavian vein, the rv lead was not replaced. The rv lead remains implanted and new programming was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.